Event description:
Technician alleged that when the brake or steer was applied, it would not engage the brake casters. There were no injuries reported.

Manufacturer narrative:
Technician found that the brake linkage at both ends of the stretcher were broken. The technician replaced the brake linkages to resolve the issue.